Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off control standards (25 miu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2021: patient presented to facility for a left shoulder arthroscopy, acromioplasty and distal clavicle excision.

Manufacturer narrative:
Update to b5: type of surgery performed was a left shoulder arthroscopy, acromioplasty, and distal clavicle excision.

Manufacturer narrative:
Results pending investigation.

Event description:
On (B)(6) 2021: patient presented to facility for an unspecified surgery. Patient was tested on the cardinal health hcg cassette rapid test kit and a false negative result was obtained. No confirmatory tested was performed. Patient underwent surgery after obtaining the false negative results. On (B)(6) 2021: patient informed surgeon she was 9 weeks pregnant, indicating she would have been approximately 6 weeks pregnant at the time of the surgery. Customer states she is not aware of any adverse effect at this time and there has been no further contact with the patient.